Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tim20 instrument did not fire properly as the clips were falling out and the clips were not well formed. Another instrument was used to complete the case. There was no consequence to the pt.